Event description:
The customer reported that the system intermittently locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb pcb assembly and the gib pcb assembly were both evaluated and replaced. The system was tested and found to be working as intended and returned to service.